Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference number: 2017865-2023-24845. It was reported that during a generator replacement that visual examination revealed insulation damage on the right ventricular (rv) lead. It was also noted that the header set screw would not release from the header on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.